Event description:
It was reported that during a lar procedure, the first blade was instrument error. The second blade was broken, but broken part didn't drop off in the pt's body. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.